Event description:
The pt had headaches before implant. Since implant,the headaches were more intense/severe; "toothpicks headache", a real sharp shooting pain. The headache was not persistent, it came and went. It bothered her more when lying down; sitting relieved the headache momentarily then it came back again. Sometimes the headache was so severe that the pt did not remember where she was at. The pt was encouraged to contact her hcp. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.